Event description:
It was reported that after a shoulder arthroscopy that had been performed on (B)(6) 2025 with a super turbovac wand, upon the removal of the surgical drapes, a second-degree burn was observed in the left infraclavicular region. The clinic indicates that as of (B)(6) 2025, the patient was in the process of healing from the burn, undergoing follow up by the orthopedist. The patient was left with a small first-degree burn on his left pectoral region, which is being treated by the institution. The size of the burn was 3x 5 cm and was treated with medical dressing. The not affected tissue had no specific protection carried out.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided photo of the burn confirmed the reported event. It was noted that the injury was in the process of healing. Based on the information provided the clinical root cause for the reported burn could not be determined. Factors that could have contributed to the reported event include user technique/ procedural variance, wand tip contact with the non-targeted tissue, contact with other metal surgical instruments or inadequate flow and circulation of saline. Based on this investigation, the need for corrective action is not indicated.